Event description:
It was reported that there was high right ventricular (rv) lead impedance. It was noticed during the rv lead change out the old rv l ead's screw was not extended. This is most likely the cause of the high impedance value. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: kdr901, implantable pulse generator (ipg), implanted: (B)(6) 2004. Product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).